Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used on an unknown date. According to the complainant, the brush was bending while inside the scope and eventually broke off during the cleaning process. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.